Event description:
It was reported the stimulator stopped working many times during the day. The pt complained that the equipment continued to turn on and off several times a day. A MFR rep went to the pt's residence to evaluate the device system. The pt had two electrodes implanted. The rep changed the programming but the action didn't bring any benefits. The pt claimed the equipment turned on and off while the rep was beside the pt. When the equipment turned off the pt experienced a return of pain. When the equipment turned on (again) the pt felt like a "cable pulled." The pt felt a horrible pain and lost her balance and "legs forces." During the evaluation, whenever the pt reported these symptoms the rep checked the device and found the stimulator was "ok"; even though the pt claimed the equipment was turned off. The rep made several telemetries. None of the telemetries revealed the equipment was turned off. The original programming was maintained because the pt reported that the on/off issue was with larger time spacing. The stimulator was programmed at 6.1 (width), 390 (width of pulse), 130 (frequency). Impedance was 454 ohms. No further action was taken. No pt injury was reported. The pt still complains that the equipment turns off and on several times a day. It was not possible to confirm this during device interrogation.